Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a cassette was losing fluid during a retina surgery. The cassette was leaking from the body, not from the sleeves. The procedure was finished and the patient did not suffer. Cassette was not replaced during surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history record showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were observed. The probe manifold and the infusion line were not returned. The filters in the cassette were saturated with bss fluid. Used labstock components to replace missing items and continue testing. A full internal pressure leak test was performed on the cassette and no leakage was detected. The cassette was then tested on a system console representing the current software version. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No system message appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. No leakage from the cassette was detected.